Event description:
It was reported that there was an error code 1210 and an alarms error 1260. The report product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. The reason for return is not related to a past service. Visual evaluation found the rear housing battery contact was bent, and downstream sensor and upstream sensor were contaminated. Primary problem error code 1210 and alarms error code 1260 was duplicated. Found microprocessor unit board was contaminated, causing alarm message and displayed error code. Replaced microprocessor unit board to correct the issue.